Event description:
Originally reported as broken. Determined that device was forming straight shots after evaluating in 2006.

Manufacturer narrative:
Device was found to form straight shots due to a small piece of wire being lodged in the tip. This occurs when user deploys more than the recommended number of constructs as specified in the instructions for use for this device.